Event description:
It was reported that during the implant procedure, the lead had very high impedance and poor threshold values. It was also reported that the helix of the lead was found to be out during manipulation and unscrewing of the helix was not possible. X-ray showed that some of the helix or material was left inside the heart. The lead was not used and a new lead was implanted instead. The patient outcome was reported that the patient was okay. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.